Event description:
Nurse started a potassium infusion 10 meq/100ml as a secondary to run at 100 ml/hr. The secondary was completed in 15 minutes. The nurse noted fluid backing up into the primary set 2420-0500. The resident ordered the pt be on telemetry and 3 grams of calcium gluconate given. Pt had no sequela. Investigation ongoing. Follow up will be sent when investigation is completed.